Event description:
It was reported that the pvi swabsticks were missing from the tray. Reportedly, there was no yellow sticker on the packaging indicating that the sticks were not in they tray. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: vinyl catheter, 14 fr. Uro-prep¿ tray with: underpad, drape povidone-iodine swabsticks (3) specimen container and label latex-free gloves (2) lubricant graduated collection container caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: contents of inner wrap are sterile unless package is opened or damaged. Directions for use on reverse side. Single use only. Do not resterilize. For urological use only." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pvi swabsticks were missing from the tray. Reportedly, there was no yellow sticker on the packaging indicating that the sticks were not in they tray. No medical intervention was reported.